Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated device replacement procedure, there was insulation damage noted on the right ventricular (rv) lead. The insulation was repaired with a sleeve and silicone and the electrical parameters were all within range. The patient was stable with no consequences.